Event description:
It has been reported to philips that the system was hanging during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that image processing hanging issue. Review of the system log file showed that found network card and sib failed. Fse replaced network card and sib to resolved the issue. After replacement of the sib, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and device problem code were corrected..